Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2020-00044.

Event description:
It was reported that a revision surgery occurred where two blockers were removed. There was no further surgical or patient information was provided. This is event two of two for this event.

Event description:
This is a duplicate of report 3003853072-2020-00044.

Manufacturer narrative:
This is a duplicate of report 3003853072-2020-00044.